Event description:
It was reported that a stent damage occurred. On (B)(6) 2013, omega stent delivery system was selected to treat the lesion. When they opened the undamaged box and took out the delivery system, they noticed one piece of the distal strut appeared sharp and damaged. The procedure was completed with a different device. No patient complications were reported and patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) and stent with a shelf box and pouch. The batch number on the returned device and packaging matched the reported batch number. The balloon was tightly folded with the stent secured on the balloon. There was one strut in the first proximal row of stent struts that was flared. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. A (B)(6) 2013, omega¿ stent delivery system was selected to treat the lesion. When they opened the undamaged box and took out the delivery system, they noticed one piece of the distal strut appeared sharp and damaged. The procedure was completed with a different device. No patient complications were reported and patient's status was good. This product is only ous approved but it is similar to an approved us device.